Event description:
It was reported that the customer passed away. Caller stated that the customer was hospitalized and died of a series of illness. Caller stated that the customer's insulin pump was removed at the hospital and the blood glucose was treated with insulin through IV. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.